Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Product was discarded.

Event description:
It was reported the patient received the following results on (B)(6) 2019 within 15 minutes: 109 mg/dl, 268 mg/dl, and 119 mg/dl. It was also reported the patient received the following results on (B)(6) 2019 within 15 minutes: 89 mg/dl and 224 mg/dl. The customer was using two vials of test strips. It is unknown which strips provided which results.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.